Event description:
Reporter alleged the blood glucose monitoring device was reading lower than it should have been causing him to go to the hosp and be treated with an IV. Reporter stated glucose was 250 mg/dl at 4 pm however thought it was reading lower than it should because she felt dizzy, dehydrated, and had trouble seeing. Reporter indicated contacting the dr who advised her to go to the hosp where at 6:00 pm hosp blood work measured > 1000 mg/dl. Reporter stated being treated with an IV and was admitted to the hosp for three days until glucose was stabilized to 150 mg/dl. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.